Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device remains was not returned for analysis. Information from field indicated that after the procedure and in the afternoon, a routine tee was performed. The amulet was observed to be embolized in the left atrium. The patient was immediately brought to the catheter lab, and the device was snared through a 20f long introducer. It was decided not to attempt laa closure again. The patient remained hemodynamically stable throughout the intervention. The patient was reported as stable. Based on the information received, the root cause of the reported incident could not be conclusively determined. There were no complaints associated with any other devices from the lot.

Event description:
It was reported that on the morning of (B)(6) 2023, a 34mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implantation utilizing a 14f amplatzer torqvue delivery sheath. Sizing was based on a pre-procedure computerized tomography (CT) scan and transesophageal echocardiogram (tee) measurements. Measurements with CT produced max diameter of 30mm, minimum of 24mm. Tee produced a max diameter of 28mm. Before releasing the device, the physician underwent implantation close criteria and performed an ad hoc test, concluding the device was stable. The device was deployed, and the procedure completed successfully. The patient remained hemodynamically stable throughout the procedure, and there were no adverse patient effects. Patient was sent to recovery. Later in the afternoon a routine tee was performed. The amulet was observed to be embolized in the left atrium. The patient was immediately brought to the catheter lab, and the device was snared through a 20f long introducer. It was decided not to attempt laa closure again. The patient remained hemodynamically stable throughout the intervention. The patient was reported as stable. The patient's hospitalization was prolonged. There were no patient effects due to the retrieval procedure.

Event description:
It was reported that on the morning of (B)(6) 2023, a 34mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implantation utilizing a 14f amplatzer torqvue delivery sheath. Sizing was based on a pre-procedure computerized tomography (CT) scan and transesophageal echocardiogram (tee) measurements. Measurements with CT produced max diameter of 30mm, minimum of 24mm. Tee produced a max diameter of 28mm. Before releasing the device, the physician underwent implantation close criteria and performed an ad hoc test, concluding the device was stable. The device was deployed, and the procedure completed successfully. The patient remained hemodynamically stable throughout the procedure, and there were no adverse patient effects. Patient was sent to recovery. Later in the afternoon a routine tee was performed. The amulet was observed to be embolized in the left atrium. The patient was immediately brought to the catheter lab, and the device was snared through a 20f long introducer. It was decided not to attempt laa closure again. The patient remained hemodynamically stable throughout the intervention. The patient was reported as stable. The patient's hospitalization was prolonged. There were no patient effects due to the retrieval procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.